Event description:
It was reported by service report that the head rails and foot right rail were stuck in the highest position and would not lock. Also, the power cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail timing link too tight. Missing ground prong.